Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a tfn procedure, the 6 x 10mm triple reamer end snapped off during triple reaming. The surgeon tapped and set a lag screw to complete the procedure instead of continuing with the helical blade. No patient injury. The alternative procedure was completed successfully.